Manufacturer narrative:
The pst measured d7 of the generic board and observed there to be no shorts or resistance anomalies. This component does not tie directly to the five volt line and is utilized within a static protection circuit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ medwatch #1828100-2018-00651.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the d7 capacitor appeared to have a cold solder joint or possible heat damage. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.